Event description:
The stapler kept pushing staples out of the load prematurely. We had to open another one. Product had patient contact but no patient harm. Manufacturer response for ethicon gia 75, (brand not provided) (per site reporter): product returned to manufacturer for evaluation.